Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that the reagent barcode reader malfunctioned on the advia centaur xp system. The customer observed no instrument error and noted that the reagent barcode reader was shuttering and loose and did not read any of the reagent barcodes. Before contacting siemens, the customer rebooted the system, reseated all reagent packs securely, and observed no obstructions in the pathway. Siemens requested additional information about the patient sample and event, and the customer stated it was a user error and not an instrument or system error. The customer informed siemens that no discordant result was reported to the physician(s) and that no additional information is available. Siemens dispatched a customer service engineer (cse) to the customer site. The customer informed the cse that the barcoded reader is fully functional; the issue was resolved and has not recurred. Siemens evaluated the information provided by the customer, including the actions performed by the cse. Siemens concluded that the incorrect test that ran on the advia centaur xp system was due to an operator error. Siemens verified the system and is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer informed siemens of an incorrect test that ran on the advia centaur xp system. The customer alleges that a patient sample ran prolactin (prl) and obtained an intact parathyroid hormone (pth) result. The customer observed the wrong test was ordered and reran the patient sample with the correct test on an alternate system. The customer notified the medical director of the mistake, and stated that no discordant result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the incorrect test ordered by the customer.